Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Preventative maintenance was completed. There were no issues relating to the complaint on the machine log. The product information system lists vision system and pad jams but it cannot be confirmed that these impact the reported complaint issue. A nonconformance (nc) was initiated to further investigate. The complaint will remain open until this investigation is completed and approved. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date - 12/2017. Device manufacture date - 12/2015. Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been received to date. Should additional information become available a follow-up report will be submitted. FDA registration number reporting site: 1049092. Third party manufacturing site: 1000317571. Not returned to manufacturer.

Event description:
It was reported that the packaging was not sealed properly and was in a non-sterile state. The device was not used on a patient. No further details have been provided.